Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an episode of hyperglycemia with blood glucose reaching 400 mg/dl while using an ilet system with a teflon 32" inset, in the context of recent steroid use and observed infusion set leaking; the glucose later returned to 154 mg/dl during the same call. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without emergency care or hospitalization. Investigation included technical support review, user interview, and troubleshooting focused on infusion set function, site integrity, and supply integrity. Investigation of this case revealed a plausible infusion set or supply issue consistent with reported leaking and unusually high insulin usage, with recent steroid exposure considered a contributing factor; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.